Event description:
It was reported that a cartridge alarm occurred. Reportedly, the customer was able to load a new cartridge successfully. The customer's blood glucose (bg) level was displayed as "high"; however, no specific value was provided. To address the bg, the customer administered a manual injection.